Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was performed to treat a lesion with no tortuosity and no calcification in the circumflex coronary artery. A 3.0 x 30 mm trek balloon catheter was advanced to the target lesion, but failed to inflate. There was no loss of pressure noted, the balloon just did not inflate. The balloon catheter was removed without issues. A 3.0 x 25 mm non-abbott balloon catheter was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. Return device analysis reported there was a shaft separation 37.5cm proximal to the guide wire exit notch. Follow-up with the account confirmed the separation occurred during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device and the reported proximal shaft separation was confirmed. The fractured faces of the separated hypotube were ovalled as if kinked prior to separation. The reported inflation issue was unable to be confirmed, as the balloon could inflate to rated burst pressure (rbp) using a luer was attached to the proximal end of the hypotube separation without any issues noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported/noted hypotube separation and multiple hypotube bends appear to be related to circumstances of the procedure as it is likely that manipulation and/or inadvertent mishandling of the device during advancement against resistance caused the hypotube to kink. Additional manipulation of the device likely caused the shaft separation, and due to the separation, the balloon was unable to inflate. There was no damage noted during preparation or prior to use, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.